Event description:
Information from intreped registry from clinical database. Treatment of an aneurysm. Post procedure, it was reported that the patient had an abrupt onset headache (ha) which was followed by numbness and weakness. These issues subsequently resolved and the patient was discharged.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).